Event description:
It was reported that "while using the abc flexible gi probe to treat a barrett's esophagus. The surgeon activated the probe while in contact with the tissue. This created a "pit" in the esophagus wall. The patient was later taken back to surgery for emergency surgical repair of a perforation that had occurred at the location of the "pit".